Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the posterior capsule was ruptured by the edge of the optic when the iol unfolded. The lens was exchanged. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.